Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence. It was reported that the patient's symptoms were worse now then they were before. On (B)(6), it was stated that the patient could feel the stimulation in their hand and the programmer was off and at 1% when they turned it on. It was also mentioned that the patient was hurting and had soreness in their butt. On (B)(6), the patient noted that his health care professional advised him that the right lead may have come loose and that may be why it stopped working on that side. It was noted that the patient changed sides. There were no further symptoms or complications reported or anticipated.